Event description:
It was reported that the right ventricular lead had t-wave oversensing and the impedance had dropped. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was further reported that the r-waves had dropped significantly. It was noted that the sensing polarity was reprogrammed to integrated bipolar due to small r waves in true bipolar vector. The lead continues to remain in use and the patient will be seeing an ep (electro physiologist) for a lead evaluation. No patient complications have been reported as a result of this event.